Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for gastric stimulation. It was reported that the patient had been experiencing shocking for the past six months. The shocking was on the right side by the ins and on the left side where the leads were placed. They felt the shocking all the way to their breast and was experiencing more on the left side. The patient hadn¿t noticed any patterns, but stated it happened three times on the night prior to the report. The shocking also occurred when the healthcare professional (hcp) was programming, especially if the device was off and they were turning it back on. The hcp didn¿t provide the patient with any clear direction regarding the next steps. The patient noted they were scheduled for an endoscopy to check the components as the hcp wanted to check if the leads had perforated the abdominal wall, but the procedure was cancelled due to the covid-19 pandemic. The patient noted they hadn¿t had any falls or trauma. To manage their quality of life, they were taking about 20-25 medications daily. No further complications were reported or anticipated.

Event description:
Additional information received from a consumer (con). It was reported that no steps were taken. The patient spoke with their doctor and the doctor said [the shocking] wasn¿t good, but they would not see the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.